Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock and complaining of chest pains was implanted with an impella cp device for mechanical circulatory support. Left ventricle and diasolic pressure (lvedp) was 24. The impella device was implanted pre-percutaneous coronary intervention (pci). A small hematoma was observed after the sheath was exchanged. This issue was resolved utilizing preclose w perclose proglide x2 and slight manual pressure. Per ventriculography (vgram), the ejection fraction (ef) was noted to be 25%. The patient¿s pulses were faint, but dopplerable and the foot was slightly cool. The patient went back into atrial fibrillation rapid ventricular response (afib rvr) during the night. A plan was made to wean the patient on a pump speed level of p4 and to remove the device. The patient decompensated overnight after experiencing a-fib with rvr. The decision was made to leave the impella device in for an extended period to allow the patient¿s condition to become more stable. It was reported that the device was explanted, care was withdrawn, and the patient expired. Medical safety review of the event note use of the device cannot conclusively be associated with the outcome (patient's demise). The patient's peri-procedural condition was critical.